Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
During a procedure in interventional radiology, the rv lead body prolapsed across the pulmonic valve. Physician said clot formed on the lead. Physician elected to explant the rv lead due dislodgement. Should additional information become available, this file will be updated